Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neuro stimulator (ins). It was reported that the lead would not advance into the header of the ins, and after much trouble shooting, the doctor was concerned he would damage the patient's lead and requested a new battery to replace the bad device. It was noted that the issue was resolved by the time of this report. No patient complications were reported as a result of this event.